Event description:
The customer reported that the power adapter for her pump in style breast pump had a breach in the housing, which is a safety risk.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer on 06/26/2015, she reported that the box that plugs into the wall was broken, and that she could see inside it. She also indicated that she would be shipping the product back to medela. As of the date of this report, the original product has not been received. Should the original product be received, resulting in new, changed or corrected info, a f/u report will be filed at that time. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping., handling and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double staking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.